Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the safety bar of the universal handswitch slid freely during a routine equipment evaluation at the user facility, by a manufacturers' service technician. The safety bar sliding freely between safe and run creates a situation from which the device has the potential to be unintentionally activated. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the safety bar of the universal handswitch slid freely during a routine equipment evaluation at the user facility, by a manufacturers' service technician. The safety bar sliding freely between safe and run creates a situation from which the device has the potential to be unintentionally activated. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The device was not returned for evaluation. Device not returned by customer.